Event description:
It was reported post-op an issue with the staples were not approximating the c-section incison. Additional follow up was conducted and there was no additional information available regarding this issue.

Manufacturer narrative:
(B)(4): information unavailable.